Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the charge level for the ins (right side) did not get past the second quartile and none of the coupling bars filled in when the patient tried to charge it. When asked about the circumstances that led to the reported issue, the caller mentioned that the patient fell about three weeks ago and had to have surgery to get their humerus bone replaced as a result. The caller said that the ins was turned off before the surgery and was turned back on afterward. The caller confirmed that the patient had no issues charging the ins implanted on their left side. The caller mentioned that the patient had two rechargers, and they experienced the same coupling/incrementing issue with each of them. The caller confirmed they did not experience the coupling/incrementing issue when charging the left ins. The agent reviewed that the rechargers were working correctly since the patient had no issues charging the left ins and was only experiencing the coupling/incrementing issue when trying to charge the right ins. The agent reviewed that it could take hours before the charge level of the right ins increments due to poor coupling. The caller mentioned that they had already called the patient's managing hcp, but they have not heard back from them yet. The patient was redirected to their healthcare provider to address the issue further.